Event description:
Respiratory therapist reported, "patient in cicu intubated called to the bedside by rn because the patient was not oxygenating and spo2 was falling. When I came in the room the rn had reached for our resuscitation bag and it had gotten hung up and pulled apart and fallen on the floor. I had another rt go get a new resuscitation bag. When I got the bag I checked the peep/exhalation valve to make sure I was delivering the appropriate amount of peep (positive end-expiratory pressure) to the patient. When I put the bag on the patients et tube I could not manage to keep appropriate pressures or deliver an appropriate volume to help recover her spo2. I asked for a 2nd resuscitation bag to be brought in and continued to struggle to ventilate and oxygenate with the bag I had. When the next replacement bag arrived I again checked the peep/exhalation valve and was then able to effectively bag my patient so they were able to recover their spo2 and be placed back on the ventilator. After my patient was stable we examined the first replacement bag and found that the peep/exhalation bag was cracked and that it was causing the bag to malfunction". The inventory at our hospital had been checked with the initial lot # concern of a critical airway may be compromised. A report was filed previously for multiple cracked valves. After the above incident with patient's critical airway compromised it was discovered that continued shipments and different lot numbers also contained defective peep valves from vyaire. At that time all stock was pulled from crash carts, or, ICU, and storage areas that the product was kept and all lots were checked for cracked peep valves. We found a significant amount of peep valves on all three products -the vyaire product, air life baby resuscitation flow bags, and anesthesia circuits have been reported to vyaire as early as this summer and to FDA since the fall with additional addendum. While working with vyaire about this problem they have still continued to ship in product containing a 11-12% inventory with cracked peep valves to our hospital. Our hospital has established the extra work at each shipment checking inventory when it arrives because of poor response from the company to be responsible for their inventory. Looking at alternative product is being addressed. The following are the lots # that are involved since discovery. 1l bags 0001130873. Manufacturer date 8/4/17, 0001105358. Date 6/1/17, 0001145275. Date 8/30/17, 0001139399. Date 8/17/17, 0001130873. Date 8/4/17, 0001030004. Date not logged, 0001127073 date not logged. ½ l bags; 0001108624. Date 6/22/17 , 0001145284. Date 8/31/17. Anesthesia tubing; 0001151137. Date 9/11/17, 0001133164. Date not logged, 0001136108. Date not logged, 0001110875. Date not logged. ====================== manufacturer response for flow bag resuscitation, air life safe flow inflating resusitation device bags (per site reporter). ====================== the local reps have been checking in and picking up the inventory that is unusable, but they are unable to provide a reason other than tell us the company can not replicate what is happening and no other facilities are having this problem. They have worked with us to bring emergency stock that are also with cracked peep valves with a 2-5 cracked peep valves in a 20 quantity box, an average 11-12% of the stock. Since this is a life saving device with 100% working correctly requirement we have been surprised with this slow response by the company in addressing an immediate concern.